Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed charge times of 16.2 seconds. The patient is syncopal by the time the device delivers the shock. The charge time is still within normal limits.